Event description:
The customer alleged a haze/oil mist emitted from the sterrad 100nx unit. Multiple attempts in contacting the customer were unsuccessful. According to an asp field service engineer, there were no injuries involved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) diagnosed an oil mist. The fse replaced the oil mist filter assembly and certified the system with the diagnostics and empty cycle. The system met specifications.